Event description:
Boston scientific received information that one day post implant, this left ventricular lead displayed loss of capture. Acceptable sensing and impedance measurements were obtained. All pacing vectors resulted in atrial capture and no left ventricular capture. Lead dislodgement was suspected. The device was reprogrammed to minimize left ventricular pacing. A revision procedure is intended at a future date, however, has not been scheduled.

Event description:
Subsequently, a revision procedure was performed. This lead was explanted and replaced. No return of this product is intended.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). According to available information, this lead was reprogrammed and remains implanted. When additional information becomes available, this event will be updated.